Event description:
Lower abdominal pain, heavy bleeding with large blood clots golf ball size and larger. Headaches, feeling of exhaustion, blisters on feet, complete body aching in joints, a lot of bloating, increased depression, irritability. Swelling, sharp shooting pains in the vaginal area, painful when having sex.